Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. Approximately 6 months post index procedure the patient was rehospitalized due to a mi. The mi was related to the target vessel. The following day reptca (des) of the target lesion was performed due to restenosis. Ptca was successful with one endeavor sprint stent impl anted. The investigator has assessed that both events were definitely related to the study stent. Approximately 23 months post index procedure the patient suffered an mi. The investigator assessed that the event was possibly related to the study device. It was reported that the patient suffered a stent thrombosis on the same date as the mi. The investigator assessed that the event was possibly related to the study device. Patient death occurred one day later. Cause of death was assessed as due to mi. The investigator assessed that the death was possibly related to the study device.

Manufacturer narrative:
Results: myocardial infarction, stent thrombosis, death. Conclusions: myocardial infarction, stent thrombosis, death. (B)(4).

Event description:
Patient died on the same day as the mi and stent thrombosis.

Manufacturer narrative:
(B)(4)